Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. After confirming the change history of the parts regarding the phenomenon in which the image is not displayed in combination with 180 series endoscopes, it was found that the design change of the dr board was performed on (B)(6) 2018. However, that this is a factor in the issue of the device cannot be concluded. The root cause of the issue of no image with the 180 series scope was not identified. The probable cause can be as follows: : more than 5 years have passed since the subject product was manufactured. It is presumed that the image was not displayed because the parts on the patient board failed due to aging deterioration. The patient board set performs endoscope control, image reading, and preprocessing and because of the parts failure, the image may be not displayed. : more than 5 years have passed since the subject product was manufactured. It is presumed that the endoscope connector lock failed, and the endoscope connection was loosened due to wear caused by repeated use for a long period, or by the user attempting to pull out the video connector without lowering the locking lever. The instructions for use includes the following statements which can prevent the issue from happening: push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. ·when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device was observed to have no image with 180 series scopes. This is attributed to the faulty patient board set. In addition, the video connector had worn out pins causing image unstability when the pigtail is wiggled.

Event description:
As reported for this event, during preparation for use for an unknown diagnostic procedure, the device yielded no video, only black image. There is no patient involvement and no harm reported to any patient.